Manufacturer narrative:
Exact date unknown, event occurred six 6) months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg has reached the end of stimulator life. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. The patient was doing well post-operatively and the explanted ipg will not be returned as it was kept by the medical facility.